Event description:
It was reported that the patient experienced error codes causing the pump to shut off, interrupting the insulin delivery mid-bolus and requiring the patient to use manual injections for blood sugar control. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up, and no further action was required by technical support.